Manufacturer narrative:
(B)(4).the reported event of infection cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-04935. It was reported the patient had a competitor trial system implanted in (B)(6) 2016. When the competitor leads were pulled the patient showed signs of infection (at an unknown site) and the patient reported to the ER. The physician opted to explant the entire sjm scs system. The patient is healing and being monitored by an infectious disease physician.